Manufacturer narrative:
Engineering investigation: as the device in question was implanted an investigation of the physical product cannot be performed. Based on the details of the complaint the stent migrated when the stent (boston scientific) was implanted. The details provided indicate that the boston scientific stent got caught on the previously placed icast and the stent shifted. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. A review of the deployed stent dimensions was conducted to ensure the stents were within specification based on the data provided during the catheter lot qualification testing. The deployed stent diameter minimum value seen was 7.28mm and the deployed stent length was 18.4mm. The diameter of the stent and the length of the stent after deployment to nominal pressure were well within the specifications. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: lung cancer starts when cells of the lung become abnormal and begin to grow out of control. As more cancer cells develop, they can form into a tumor. As the tumor grows it becomes an obstruction that interferes with respiration. People with advanced lung cancer can have shortness of breath. This can be caused by a number of things, including fluid around the lung or an airway that is blocked by a tumor. If a lung tumor has grown into an airway and is causing problems, a stent can be placed in the airway to help keep it open. This is a palliative intervention and is used to treat patient symptoms after other modalities have failed. A stent may become displaced after deployment due to, but not limited to, advancing through areas of severe disease or coming in contact with other devices. This may result in broncho-spasm, airway obstruction and the need to place another device to ensure the airway stays open. The instructions for use state adverse events may occur when using any endoluminal device in the tracheobronchial application including, but not limited to, misplacement and migration.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file 1219977-2017-00022.

Event description:
The physician telescoped the stent into the right lower lobe for a small airway. The stent was deployed well and seemed opposed. When delivering another stent (boston scientific device), the stent migrated and the physician was unable to re-position it.